Manufacturer narrative:
The ge service rep conducted an onsite investigation. The drive was reformatted and the configuration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would save the wrong image to the wrong pt data. No pt injury was reported.